Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device?: no tip of the tissue pad was off from the jaw. Upon review of the additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number lot, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the tip of the pad (white) fell off and was making noise. Tip of the white pad was taken out from patient and replacement instrument was used. There was no patient consequence.